Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and post procedural infection ("post-op cervical infection"). The patient was treated with surgery (ablation in 2017-2018 and hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, genital haemorrhage and post procedural infection outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and post procedural infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and post procedural infection ("post-op cervical infection"). The patient was treated with surgery (ablation in 2017-2018 and hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, genital haemorrhage and post procedural infection outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and post procedural infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of guttate psoriasis in 2014, gallbladder removal in 2013, obesity in 2011, lasik eye surgery in 2005, wisdom teeth removal in 1996 and urticaria (sulfamethoxazole w-trimethoprim allergy), anxiety, spontaneous abortion, vaginal delivery (nsvd, male, isaac, 12 years of age 3. Nsvd, male, logan, 10 years of age), kidney stone, human papilloma virus antibody positive, dysmenorrhea, redness in breast, brachioplasty, abdominoplasty, depression, premature atrial contraction, polycystic ovarian syndrome and menstruation irregular. Previously administered products included: lorazepam. Concomitant products included trimethoprim, sulfamethoxazole, ativan (lorazepam) and lorazepam. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), post procedural infection ("post-op cervical infection") and device dislocation ("the right essure coils are abnormally placed in the right cornual /tubal area"). The patient was treated with surgery (hysterectomy and ablation in 2017-2018). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and post procedural infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): we reviewed both sets of images. The left essure coil appears to be in the correct location. The right essure coils are abnormally placed in the right cornual /tubal area. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical record received. Event device dislocation added. Concomitant & historical drug added reporter information added. Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.